Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side pain, bulge, capsular contracture baker grade IV, radial folds, and "increase in temperature." The device remains implanted. Later a healthcare professional reported that a patient experienced the events of ¿alterations in sensitivity¿, ¿increase in temperature at the local level¿, ¿pain¿, ¿paresthesias¿, ¿dysesthesias¿, ¿irregularities on the external surface¿, ¿retractions at the level of the nipple and in the upper pole which affects the aesthetic purpose for which they were placed¿, ¿radial folds in the upper quadrants with an increase in the anteroposterior diameter¿, ¿imaging findings compatible with capsulitis¿, ¿capsular contracture baker grade IV.¿